Manufacturer narrative:
Evaluation summary: no sample was received; therefore, the condition of the product could not be verified. There was no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The product investigation could not identify a root cause. (B)(4).

Event description:
In a literature article, the authors compared early postoperative complication between trabeculectomy and the glaucoma filtration device (gfd) implantation. Enrolled patients with 39 primary open angle glaucoma or 25 exfoliative glaucoma were randomly assigned to receive a trabeculectomy or gfd implantation. The authors reported that 5 eyes in the gfd group had high flare values, 3 eyes had flat anterior chambers, 6 eyes had choroidal detachment and 1 eye with hypotonic maculopathy. The gfd group ocular massage was performed in 19 of 32 patient, laser suture lysis was performed in 24 of 32 eyes and bleb revision with needling performed in 3 of 32 eyes. Fifteen of 32 eyes in the gfd group had iris contact with the gfd tube after surgery. The eyes that had iris contact had significantly shallower anterior chambers than did the eyes that did not have iris contact. All seven eyes with a preoperative anterior chamber depth of < or equal to 2.61 mm developed iris contact with the tube.